Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue, utis and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. It was reported that post implantation, patient experienced vaginal infections, pain and urinary incontinence. It was reported the patient experienced decreased episodes of incontinence and urgency on (B)(6) 2012 and no longer is wearing pads. She is s/p hysterectomy and a mesh [ the product was not identified and is not clear if this an additional product] and is for follow up visit. The cystoscopy showed no chronic inflammation or no evidence of mesh erosion , but had a bladder scar likely from her hysterectomy. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.